Event description:
I use a lumex adjustable offset cane to walk. The cane broke without warning causing me to fall. As a result of the fall, I broke my right clavicle and struck the back of my neck on a door jam. The blow to my neck caused numbness, loss of motor function and an electric shock sensation in the entire left side of my body. The numbness lasted aout 10 mins and I am still under going medical treatment to reduce the nerve pain and regain mobility. I was taken by ambulance to the local hosp because I was unable to get up or walk. There was no warning or indication that the cane was about to break. The lumex cane carried no warning or labeling that suggested that the lumex cane could fail or break causing severe injury.